Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized with high blood glucose levels of over 500 mg/dl as a result of bent cannulas, customer was treated with insulin pens at the time of hospitalization. Troubleshooting was not performed. The insulin pump will not be returned for analysis.